Manufacturer narrative:
Additional narrative: the date of manufacture was documented as aug 29, 2012 on the initial report. It has been updated as oct 1, 2012. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not running was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there were some minor scratches and dings along both sides of the device. It was further noted that the device was could not secure saw blades, the set screw was damaged. It was determined that this condition was due to component wear. The assignable root cause was determined to be due to normal wear of component parts over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing prior to arthroplasty surgery, it was observed that the battery handpiece recon sagittal saw device was not running. According to the report, there were two different power module devices were used but the device would not operate. It was reported that there was no delay in the surgical procedure due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.